Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that when putting the pan together after the case it was found that the spring on one of the post was coming off. All pieces are accounted for. Surgeon do not use in this condition. The spring was loosening. A depuy synthes product broke during surgery, the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune spacer block had one spring deformed and falling apart of the post but still attached. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when putting the pan together after the case it was found that the spring on one of the post was coming off. All pieces are accounted for. The surgeon did not use in this condition. The spring was loosening.